Event description:
Sunmed greenline tm/d disposable led laryngoscope handle failure. The light on 6 of 7 disposable laryngoscope handles tested (prior to, during and after intubation of an emergency patient) failed. When the test button was pushed the handle light functioned, but when the handle was actually attached to the blade the light flashed brightly once, the light went out, and would not come back on. This could have been a life threatening intubation failure had the e.d. Provider not had extensive experience and alternative equipment at hand.